Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose differences. Customer's blood glucose was 275 mg/dl. The customer was treated with the insulin pump. The customer current sensor glucose value was 40. The customer sensor glucose and blood glucose difference is not with in acceptable range. After the troubleshooting was done, customer was advised that the sensor was bent, the customer agreed to send back analysis and will sent replacement.